Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infusion at almost 22 ml" was confirmed. The device was sent for flow accuracy testing and failed with an error percentage of 29.5488%. A review of the event history log showed no abnormalities that could cause or contribute to the reported event. A service history review revealed the device has been serviced within the last twelve (12) months, however the reported problem does not appear as a repeat symptom. All service actions were completed during prior service return and there is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment hooks. The device requires hook adjustment to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused at almost 22 ml during pump check-in in the biomedical service department. There was no patient involvement. No additional information is available.